Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: samples rec'd: 12 unopened and 1 opened pouches. There is one previous complaint of this code/batch. There are no units in OEM stock. Rec'd sample has needle detached from thread. Tested the needle attachment of the samples rec'd and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened an improvement project in order to avoid this kind of incident in the future.